Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that after an unknown procedure, possibly a bowel resection, device was left on supply manager's desk with the note: "faulty: gun fired but didn't close the join between bowel." There were unformed staples. No other information about surgeon, procedure, tissue type, previous fires, outcome etc., has been able to be ascertained at this stage. It is not known how the procedure was completed. Patient consequence not reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.